Event description:
It was reported that the customer was unable to push insulin through the infusion set. Explained to the customer that there might have been an issue with the infusion set or reservoir. Advised her to perform a complete infusion set change. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.